Manufacturer narrative:
Correction regarding device history record (DHR) review: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported by the user site that during a brevera breast biopsy procedure on (B)(6) 2025, "imaging system error" and "no filter found" errors were observed. It is reported that the needle was fired into the patient's breast in preparation to obtain samples; however, when the radiologist attempted to obtain the first sample, the system displayed the "no filter found" error. The user reports that troubleshooting was attempted by opening and closing the system drawer and changing the filter, but the procedure could not be completed. The user reports that the needle was removed from the patient and the procedure was rescheduled. A hologic field service engineer (fse) was dispatched to examine the device and in conjunction with hologic remote technical support, was able to clear the "no filter found" error by reloading code to the device. Despite clearing the error, the fse reports that the filter chambers were misaligned when imaging. The fse completed tray alignment and motor accuracy tests, but this did not completely resolve the misalignment. The fse provided the user site with information regarding corlumina replacement as well as entire device replacement. The user site is pending a final decision on how they prefer to move forward with repair. No further information is currently available.